Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was no issues in the case, but it was noted that smoke came from the unit.

Event description:
It was reported that there was no issues in the case, but it was noted that smoke came from the unit.

Manufacturer narrative:
Alleged failure: although there was no issues in the case, it was noted smoke came from the unit. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. No problem found. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.